Event description:
Boston scientific received information that the company representative was trying to update this programmer with new software but was not successful. Several attempts were made but the screen would shut off immediately while upgrading. Boston scientific technical service (ts) performed troubleshooting but was also unsuccessful. A ts consultant discussed with the representative that this issue was not supposed to happen. This product is no longer in service as it was returned for analysis. No adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, the programmer was analyzed. It was noted that the inverter cover had become melted due to an issue with the inverter. The inverter was replaced. The programmer was booted up and passed the testing. In addition, the programmer was reloaded with the new software and the broken handle was replaced.